Event description:
New information received notes that the patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unacceptable charge time was observed. Review of the egms revealed a marker anomaly. The device was explanted and replaced.